Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from medwatch which contained the following information: a low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported that the sensor scan results were 50% lower in comparison to finger prick results. A sensor scan of 46 mg/dl was received and the customer waited an hour and received a second sensor reading of 75 mg/dl which was compared to a finger prick reading of 155 mg/dl obtained from an unspecified device. The customer performed a sensor scan the next day and found that the readings were 50-70 points off and no further information was reported. There was no report of any third-party medical intervention and no further details were reported. There was no report of death or permanent injury associated with this event.